Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2014-05294 & 2134265-2014-05307. It was reported that during a percutaneous coronary intervention procedure, the patient expired. The target lesion was located in the circumflex artery (cx). A 4.00x28mm, 20 x 2.50mm and a 3.50x38mm promus premier¿ stents were successfully deployed in the cx artery, using standard cto wire techniques and balloon angioplasty. The patient became unstable and medical therapy was given per protocol, a temporary pacer was inserted through the vein. Medical therapy was again given per protocol, CPR was administered and then a lucas device was placed on the patient. The patient was intubated, defibrillation was administered and the patient v-fib was reversed back to normal sinus rhythm. A balloon pump was inserted. It is uncertain what the cause of death is at this time. There was approximately three and a half hours between the start of the procedure and time that the patient expired.